Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit received with cracked case corner of belt clip rail and missing serial number label.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose value was unknown. The customer also stated that fluid in the battery compartment. Customer reported o-ring was in place. Customer stated o-ring was not free of debris. Customer stated battery cap was not damaged. The water dripping out of insulin pump. The customer reported crack on the back side of the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.